Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 406 mg/dl and sensor glucose reading 363 mg/dl. Customer stated that they getting inaccurate readings more frequently. Customer states blood glucose value from reported event was 304 mg/dl and sensor glucose value from reported event was 263. Customer states sensor glucose and blood glucose difference was within target range of glucose difference. Customer perform troubleshoot. Customer was treated with insulin pump for the high blood glucose. The device will not be returned for analysis. Concomitant medical products: frn-unk-rsvr, uno inf set, ozp-mmt-7020a¿snsr.